Event description:
It was reported that during a procedure the housing broke and fell onto the patient. There was no harm to the patient, the procedure was completed successfully, with no significant delay, adverse consequences, or medical intervention.

Event description:
It was reported that during a procedure the housing broke and fell onto the patient. There was no harm to the patient, the procedure was completed successfully, with no significant delay, adverse consequences, or medical intervention.